Event description:
During a ptca procedure, the guide wire became stuck, probably by the stent struts. When removing the guide wire, the polymer covering of the tip was stripped and remained in the vessel. Patient status is listed as "okay".